Event description:
Per the clinic, the patient experienced a head impact to the implant side due to a fall on (B)(6) 2025. This leads the patient to experience subsequent loss of connection to the internal device and no sound perception with pain, tenderness, discomfort and palpable swelling over the implant site. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.